Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed multiple loss of prime warnings (eaw 162) associated with a cartridge change. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification. The original complaint of a loss of prime issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal. The display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.